Event description:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing an analysis.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential computed tomography (CT) dataset was incorrectly accepted for processing the heartflow analysis. Ssrrh-238mmw-wtwx: the investigation identified that the available CT dataset did not meet heartflow's image quality requirements. Heartflow incorrectly assessed image quality in this dataset during the acceptance of this case due to misinterpretation of the CT data by the automated technology and inspection process. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. The customer will be notified of the investigation results. A supplemental medwatch report will be submitted if new information becomes available. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.